Event description:
According to the reporter, during a laparoscopic appendectomy, on the resection of the appendix, there was a staple line incomplete distally due to device partial firing. The staple line is repaired using an endoclip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.